Event description:
(B)(6) registry. It was reported that the patient experienced unstable angina pectoris. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the distal left anterior descending artery (lad) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.00 mm. The target lesion was treated with pre-dilation and placement of a 2.25 mm x 12 mm synergy stent system. Post-dilatation was not performed, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. No action was taken to treat the event. Three days later, the subject was discharged. At the time of reporting, the event was considered to be recovering/resolving. It was further reported that the target lesion was located in the second obtuse marginal. During the initial implant, the patient experienced chest pain and dull pain in the left upper abdomen. In (B)(6) 2024, medication was given to treat the unstable angina.

Event description:
Synergy china registry. It was reported that the patient experienced unstable angina pectoris. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the distal left anterior descending artery (lad) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.00 mm. The target lesion was treated with pre-dilation and placement of a 2.25 mm x 12 mm synergy stent system. Post-dilatation was not performed, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. No action was taken to treat the event. Three days later, the subject was discharged. At the time of reporting, the event was considered to be recovering/resolving.